Event description:
It was reported that: "two midline kits has sheath introducersthat had the handles snap off upon removal." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided one photo for analysis. The photo displayed one sheath tab separated from the extrusion. A portion of the sheath extrusion was still molded to the tab. It was additionally noted that the extrusion was torn entirely down both score lines. Therefore, based on the customer photo, the complaint of a sheath tabs breaking off was able to be confirmed. The instructions for use (IFU) provided with this kit warns the user , "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." Based on the customer photo and report , manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "two midline kits has sheath introducers. That had the handles snap off upon removal." There was no reported patient harm or consequence.